Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, flagged beta human chorionic gonadotropin (bhcg) result was obtained on a dimension vista 1500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. The sample was ordered with a dilution, there was no initial sample processed without dilution as the system would typically process a bhcg sample. The customer ordered a special dilution which skips the straight sample aspiration and processes the sample with a 1:200 dilution. There is no reports from the customer indicating that the result should have been >200 miu/ml and the customer was unable to repeat the sample. Based on this information, no product or system non-conformance was identified and this event was caused by a use error in processing the sample. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, flagged beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was not reported to the physician(s). The customer was unable to reprocess the sample. There are no reports of patient intervention or adverse health consequences due to the discordant, flagged beta human chorionic gonadotropin flagged (bhcg) result.